Event description:
Ventilator in use. Screen blanked out & stopped ventilating. Fail-to-cycle alarm sounded. Respiratory therapist used alternate means of ventilation. No injury to pt. User assessed that "no pt incident report (was required)", no future risk as they always have backup means of ventilation.